Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible broken sensor wire. After experiencing a hardware failure, patient removed sensor and found sensor wire protruding from skin. Patient's mother removed sensor wire. No medical intervention was required.

Manufacturer narrative:
(B)(4). Incomplete complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of possible broken sensor wire could not be evaluated because the sensor wire was not returned.